Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump got a failed battery alarm as well as blank display. The blood glucose level was unknown. The customer also stated that the display was currently blank. The product will be returned for the analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to confirm failed battery test alarm due to blank display.